Event description:
Reportedly, during an implantation attempt, when the atrial lead was removed from the package to be used for implantation, it was observed that the connector pin of the atrial lead was bent. The physician decided to not use the lead and a new one was implanted.

Manufacturer narrative:
The product record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing; a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, during an implantation attempt, when the atrial lead was removed from the package to be used for implantation, it was observed that the connector pin of the atrial lead was bent. The physician decided to not use the lead and a new one was implanted.

Manufacturer narrative:
Summary of investigation: the manufacturing process of the lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. Upon reception of the returned lead, visual inspection confirmed the reported damaged of the connector pin. As received the helix was retracted and blood and tissue residues were found inside the housing. Based on the quality controls applied to prevent the product distribution with such damage, and since the damage was not observed during the final product visual inspection, it is suspected that the connector pin was accidentally damaged unwittingly during the implantation attempt, while during the butterfly tool clamping/unclamping to/from the connector. In this case, the sudden movement to remove or to connect the butterfly tool, totally detached the connector pin from the lead. It should be noted that such issue could occur if an excessive load is applied when connecting/disconnecting the butterfly tool to/from the connector pin. The physician¿s manual provides the following indication to detach the butterfly tool to the connector pin. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during an implantation attempt, when the atrial lead was removed from the package to be used for implantation, it was observed that the connector pin of the atrial lead was bent. The physician decided to not use the lead and a new one was implanted.